Event description:
Originally reported to idtf, caregiver of patient self-tester reports 2 consecutive protime pt high error messages vs lab inr 1.8. Patient self-tester is (B)(6) male. Patient therapeutic range is 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return.